Manufacturer narrative:
(B)(6).

Event description:
It was reported the suture fell out during use of the t2 in meniscus repair.

Manufacturer narrative:
A visual assessment showed the depth straw has been trimmed to the surgeons desired length. T1 is missing from suture construct. T1 was not returned for evaluation. The suture has been cut where t1 normally resides.t2 has been advanced over the dimple. The device was tested for deployment using a rubber meniscus model, t2 deployed as intended. The suture condition indicates it was inadvertently cut during use causing t1 to come free from the construct. Further investigation is not warranted at this time.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.